Manufacturer narrative:
Analysis of the pump found no anomaly. Eval code - conclusion code is being updated for this event.

Event description:
Information was received from a company representative regarding a pending alarm. The company representative reported that a motor stall was seen at initial interrogation. The pending alarm was discovered prior to staff opening the pump for the surgery in progress. The pump was not implanted and another pump was used instead. There were no patient symptoms as the pump was not implanted.